Event description:
It was reported that the right atrial (ra) lead exhibited undersensing but the pacing rate was very fast with no sensor driving the rate. Also, the lead exhibited low intrinsic amplitude. Technical services (ts) discussed undersensing appears to be atrial fibrillation (af) and there was a significant atrial pacing due to rate smoothing down. Health care professional (hcp) will have further evaluation. The lead remains in service. No adverse patient effects were reported.